Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was observed on the ventricular channel. Lead damage has not been ruled out. Additional information has been requested but not yet received.